Manufacturer narrative:
(B)(4). The date was filed incorrectly on the initial medwatch report as (B)(4) 2017, but should have been (B)(4) 2017.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is unknown because the part number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. The reported patient effect of perforation is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary procedure with implantation of a xience prime stent. A perforation occurred and a stent graft was implanted to treat the perforation. No additional information was provided.